Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the alarm could not be determined. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240/2367 (air in tubing) during the initial drain. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The technical service representative (tsr) advised the patient to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.